Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) approximately 3¿4 months ago due to high blood glucose levels. The exact date of the event and blood glucose values was not provided. The patient could not recall all details leading up to the hospitalization. The patient¿s mother reported that the controller was lost at the hospital during a more recent admission, making it impossible to review device history. Symptoms were not specified. Treatment provided included intravenous (IV) insulin drip and IV fluids. The pod was removed. The patient was discharged the following day after stabilization. No further information has been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.